Manufacturer narrative:
(B)(4). Batch #: unknown. Investigation summary: per service manual operational and diagnostic analysis confirmed the unit is not turning on. The power supply, cable assembly power entry module to power supply, earth ground screw and washer were replaced as identified in the investigation to address the issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The repair and testing of the unit was completed. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the gen11 was not turning on. This is a service standby unit placed at hospital. There were no patient consequences.

Manufacturer narrative:
(B)(4) date sent: 5/23/2022 investigation summary per service manual operational and diagnostic analysis confirmed the unit is not turning on. The power supply, cable assembly power entry module to power supply, earth ground screw and washer were replaced as identified in the investigation to address the issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The repair and testing of the unit was completed. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. H6, h10